Manufacturer narrative:
Device received with cracked or broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised force sensor system alarm due to cracked or broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 358 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised to disconnect the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.